Event description:
It was reported that the pump stopped all insulin delivery. There was no pt involvement, as the issue occurred during initial charging of the pump and it had not yet been used on the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.